Event description:
Further information was received indicating a battery performance alert (bpa) was received by the clinician on (B)(6) 2017 and the device was explanted. The patient was stable following the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
It was reported that after an alert via merlin.net transmission, premature battery depletion was observed on a patient¿s device. Review of battery voltage trend on (B)(6) 2017 noted a sudden drop in voltage. The patient was asymptomatic, and would be scheduled for a future explant.